Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure using two prostyle devices. Reportedly, with one prostyle device after lowering the lever to close the foot (step 4), the device could not be retrieved as resistance was felt. The lever was opened and closed again, and the device was successfully removed. The suture of the same device and one additional prostyle device were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.